Event description:
It was reported that the patient was being assisted out of bed when the huber needle snapped off below the cap. It was stated there was a slight tug while getting the patient out of bed. They were able to immediately deaccess the patient and then reaccess the port.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause was supplier-related. The product returned for evaluation was one 20ga x 1¿ powerloc safety infusion set and one addition luer adapter. The intact device appeared unused and unremarkable. The detached luer adapter was completely detached from the non-returned extension tubing. No tubing material remained within the luer connector distal bore. Usage residues were observed on the detached luer. Microscopic inspection of the detached luer confirmed that no tubing material remained within the bore. Inspection under a uv light revealed incorrectly applied adhesive. The observed luer detachment appeared to be caused by improper/incomplete adhesive application during device assembly. The supplier has been notified of this event. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect for the product returned.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdtf102 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was being assisted out of bed when the huber needle snapped off below the cap. It was stated there was a slight tug while getting the patient out of bed. They were able to immediately deaccess the patient and then reaccess the port.